Event description:
A zoll patient service representative called zoll customer support to report that a monitor would not power up. The monitor was not in use by a patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power up) was confirmed. Upon investigation the monitor was intermittently resetting. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective monitor. The monitor was not in use by a patient.